Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
A customer complained after obtaining what was described as weak reactions in antibody identification for one patient's sample using 3% resolve panel c in a manual method which prevented the identification of an antibody.